Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to ensure the pump was not plugged in and to press the button correctly. Although the pump screen eventually turned on, the issue persisted, so technical support decided to replace the pump. A replacement pump was provided.